Event description:
Patient states last night, her ms3 pump alarmed low cartridge at 7pm even though she was not due in change until 11pm. Sn (B)(4). Error occurred while patient was using pump. No injury reported. Pharmacy will send replacement pump and patient will return malfunctioning device for investigation. No other information known. Dose or amount: 21 ng/kg/min. Frequency: continuous. Route: sub q. Dates of use: (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.